Manufacturer narrative:
The received device had the needle mechanism fully deployed, though the soft cannula was not visible in the bottom housing window. Removal of the pod chassis from the bottom housing found the soft cannula to be torn below the tip of the formed needle, measuring out of specification at 0.5635 in. In length. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The exact cause of the reported dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 364 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the cannula dislodged from the infusion site (arm). As treatment, a new pod was applied and a correction was delivered.